Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio2 meter. Results as follows: patient: 2, old inratio: 2.0, new inratio: 1.9. Patient: 3, old inratio: 2.2, new inratio: 1.9. Patient: 4, old inratio: 3.3, new inratio: 2.7. Patient: 5, old inratio: 3.2, new inratio: 2.1. Customer tested 10 patients on their old inratio meter and their new inratio2 meter. Testing was performed within 1-2 minutes of each other; the same finger stick was used for both tests. Customer did not keep track of which patients they tested for these results and so did not have any information on medical conditions or medications. Did not know therapeutic ranges.